Event description:
The customer reported an error 00020 "system failure, cycle power", that was not resolved by cycling power.

Manufacturer narrative:
The customer reported an error 00020, "system failure, cycle power", that was not resolved by cycling power. The device was evaluated at philips, and the reported symptom was duplicated. Replacing the control pca resolved the issue.